Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. The customer's address is unknown. (B)(6), USA has been used as a default. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
Bd was made aware of a survey that was distributed to skilled nursing facilities using the veritor analyzer and assay for rapid detection of sars-cov-2. Survey results revealed that some facilities have potentially received false positive results while using bd rapid detection of sars-cov-2 veritor assay. Survey respondents stated they are sending positive samples for confirmation testing by pcr. Some of the sites participating in the survey stated they are testing asymptomatic and symptomatic patients and staff. Note: this test is not intended for use on asymptomatic patients. Attempts have been made to contact customers for additional information, bd has not received a response at this time. Eua#: (B)(4).

Manufacturer narrative:
Investigation summary this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (select: material # 256082 ), batch number was unknown or invalid. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed as the batch number was unknown or it was invalid. The complaint was unable to be confirmed. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) # 1878253 to further investigate. Bd quality will continue to closely monitor for trends.

Event description:
Bd was made aware of a survey that was distributed to skilled nursing facilities using the veritor analyzer and assay for rapid detection of sars-cov-2. Survey results revealed that some facilities have potentially received false positive results while using bd rapid detection of sars-cov-2 veritor assay. Survey respondents stated they are sending positive samples for confirmation testing by pcr. Some of the sites participating in the survey stated they are testing asymptomatic and symptomatic patients and staff. Note: this test is not intended for use on asymptomatic patients. Attempts have been made to contact customers for additional information, bd has not received a response at this time. Eua#: (B)(4)